Event description:
Caller alleged false negative d-dimer results. Results as follows: pt was tested for d-dimer on (B)(6) 2012. Edta whole blood and plasma samples were tested at the same time. New cartridges were used for each test using the same meter. Lab reported elevated d-dimer based on plasma result. The pt was admitted and diagnosed as "chest pain". Pt medication history not known.

Manufacturer narrative:
Investigation pending.